Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for loosening of the femoral component, possible deep infection - ulcer on knee as a result of cupping of her knee and this is draining; loosening of the femur on x-ray. Event is serious and is considered moderate. Event is probably related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2020; date of event (onset): (B)(6) 2022 (right knee). Treatment: none - revision surgery pending.

Event description:
Medical record received. On (B)(6) 2011, the patient had bilateral cemented total knee arthroplasties. Depuy components were implanted during this procedure. On (B)(6) 2022, the patient had a revision right total knee, all components to address septic loosening of the femoral component, draining sinus anteromedial tibia, and subcutaneous abscess medial aspect of the knee. The indications for surgery included increasing pain, redness and drainage. During the surgery, the surgeon reported finding chronic infection along with subcutaneous abscess over the medial aspect of the knee. While removing the patella, it was noted that the patella was ¿quite lytic¿.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.